Manufacturer narrative:
Merge technical support remotely accessed the customer's hemo server and updated all the workstations that displayed "unauthorized" with the hemo application under system configuration. The customer stated that the problem occurred during a hemo upgrade when their current setup of one (1) application for two (2) facilities were divided. The secondary facility, had not been configured resulting in the reported problem.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that the site's workstations were displayed as "unauthorized" when launching merge hemo application at their secondary facility. Information obtained from the customer revealed that the problem resulted in the user's inability to capture a patient's waveforms and invasive pressures. Subsequently, the patient was disconnected from active monitoring and returned to the prep/recovery area. This resulted in a 1-2 hour delay while the problem was corrected. With merge hemo not presenting physiological data during treatment, there is a potential for incorrect treatment that results in harm to the patient. However, the customer reported that the procedure was completed successfully once the workstations were connected. (B)(4).